Manufacturer narrative:
In use at the time of the event: cgm model: g7 mobile os: ios / ios_iphone 14 plus / 2.9.1 / ios_18.6.2.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 or more units of insulin during the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. The customer re-loaded the cartridge to resolve the issue.